Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and could not duplicate the alleged malfunction. The unit passed all testing and operates within the manufacturing specifications.

Event description:
Information was received indicating that, an 840 ventilator had an inoperable graphical user interface (gui) upper display while in use on a patient. The patient was removed from the ventilator and placed on an alternate ventilator.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.